Event description:
The customer reported that the frequency key was not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the frequency key was not working. There was no reported pt involvement. The device was evaluated at philips. The symptom was clarified as the "rate" and "output" keys of the pacer keypad failed. The symptom was confirmed. The issue was localized to the pacer keypad assembly.